Manufacturer narrative:
(B)(4).

Event description:
The customer reports the ars (syringe) leaked during use. The device was replaced.

Event description:
The customer reports the ars (syringe) leaked during use. The device was replaced.

Manufacturer narrative:
(B)(4). The customer returned one opened cvc kit for evaluation. A kink was observed on the returned guide wire. After failing the functional testing, the arrow-raulerson syringe (ars) was visually examined. Obvious signs of use were observed inside the barrel of the ars. The plunger was removed. While looking through the hole at the proximal end, the distal part of the ars was held up to a light. A hole was identified in both bi-directional valves. The bi-directional valves were removed. Microscopic examination confirmed the holes in the center of both valves. A vacuum leak test was performed on the ars syringe per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released, and it did not snap back into a position = 1cc from the starting position. The ars passes the test if the plunger returns to a position = 1cc; therefore, the sample failed the vacuum leak test. A push leak test was also performed on the ars per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded, and the plunger was pushed into the barrel. Resistance was initially felt, but the plunger body was able to move to the bottom of the syringe; therefore, the sample failed the push leak test. A device history record review was performed with no relevant findings to suggest a manufacturing issue. The customer reported issue of the ars leaking was confirmed during functional testing of the returned sample. The returned syringe failed both the vacuum and push tests. Further investigation revealed holes in both valves. It is normal for ars valves to have small slits; however , the holes observed on the valves involved in this complaint are abnormal. These holes prevent the valves from resealing, which results in a leak. A device history record review was performed with no relevant findings. The probable cause could not be determined based on the sample received. A CAPA has been initiated to further investigate this complaint issue; corrective actions have not yet been implemented. The probable cause is currently unknown. Teleflex will continue to monitor and trend for reports of this nature.